Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was extremely difficult to press and/or requires multiple presses to turn on pump screen. There was no reported adverse impact to the customer's blood glucose. Customer applied more force to the button to resolve the issue.